Event description:
It was reported the procedure was being performed in the intensive care unit. During the catheter insertion, the spring wire guide unraveled. The entire guide wire was removed. At which time, another catheter was placed successfully for the patient. There was no patient death or complications reported. There was no delay in treatment.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.